Manufacturer narrative:
(B)(4).

Event description:
It was reported that low r-wave sensing and high capture threshold were observed due to rv lead dislodgment. The lead was repositioned successfully. The patient was in good condition.